Event description:
Affiliate reported that a very sharp pressure jumps up to 200mm-400mm. It usually happens on 7-8 day measurements. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be field.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations were noted: sealant lifting at sensor area. Sealant lifting at case and catheter. Multiple severe kinks and bends along catheter body. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 6/30/10. Based on the above evaluation, the supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.